Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of flow issues - fluid blockage were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd q-syte¿ needle-free connector was clogged. The following information was provided by the initial reporter: after the infusion device is connected, the intravenous infusion of the medicine liquid is blocked, basically unable to be transfused. The effect of multiple adjustments is not good. The pre-filled PICC tube flushing is unblocked.

Event description:
It was reported that the bd q-syte¿ needle-free connector was clogged. The following information was provided by the initial reporter: after the infusion device is connected, the intravenous infusion of the medicine liquid is blocked, basically unable to be transfused. The effect of multiple adjustments is not good. The pre-filled PICC tube flushing is unblocked.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.